Event description:
Customer reported a motor error on her insulin pump. Customer's blood glucose was 255 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Prime test could not be completed due to faulty force sensor resistor. The motor was tested outside the device and passed testing. The insulin pump was received with cracked case near liquid crystal display window corner, cracked liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.